Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving saline 1 ml/ml; 1 ml/day via an implantable pump. Indication for use was spinal pain. The date of the event was (B)(6) 2018. It was reported the hcp was unable to aspirate or fill the pump. No symptoms were reported. No further complications were reported. Additional information was received from a healthcare professional (hcp) via a company representative. On (B)(6) 2018 the pump was aspirated of saline and hcp attempted multiple times to remove any possible air in the pump. The hcp tried to refill the pump and was only able to put it in 12cc of morphine (concentration 5mg/ml). The pump wasfilled with 12cc of drug and placed in 0.1mg daily dose. No cause has been determined.